Manufacturer narrative:
This is an initial-final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. Reporter phone +1(000)000-0000 was populated as no phone number was provided. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported that the customer's adc freestyle libre sensor was not working and noted that there was a ¿30 point¿ difference from the finger stick. There was no report of any third-party medical intervention and no further details were provided. There was no report of death or permanent injury associated with this event.